Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s blood glucose levels were elevated at 246 mg/dl and had been high for over two hours. The patient, who is new to the ilet, had not changed her contact detach 6mm/23in infusion set in five days and had received an alert indicating she ran out of insulin during the night. The patient planned to disconnect from the ilet and administer a manual insulin injection, then wait to change her supplies after a training appointment. The patient did not experience any immediate health effects and did not require professional medical intervention. No ketone testing or steroid injections were performed. The patient was educated on the importance of changing supplies every two days and instructed to contact her doctor for guidance on the insulin dose. A follow-up call confirmed that the patient administered the insulin shot as planned and would reconnect to the ilet after her training appointment. She had no further questions and was aware she could contact the care team for assistance if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.